Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant is not lasting a long as it was when they first got the implant for about 3 months now. Patient mentioned they haven't changed their settings or usage from when they first got implanted. Agent confirmed patient is recharging implant with excellent quality and no messages/codes appear. Agent reviewed device function. Agent recommended patient follow up with their doctor to further address the issue.